Manufacturer narrative:
Mindray svc rep evaluated the unit. Corrections included replacement of the caps on the power distribution board and lcd screen. The unit was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
Customer reported the panorama telepack display at the panorama central station was blank which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.